Event description:
Adverse event(s): "toxic central keratitis" (keratitis), "redness in the morning" (red eye(s)), "pain with removing contacts" (pain), "extreme photophobia" (no code available), and "issues with comfort" (discomfort) product problem(s): "none reported" (no information). On 03/01/2010, an optometrist reported she diagnosed a patient with toxic central keratitis following the use of this product with hybrid hydrogel contact lenses. She stated the patient experienced issues with comfort, inability to tolerate lenses more than six hours a day, redness in the morning, extreme photophobia, and pain with removing contacts. She reported she prescribed the patient an ophthalmic corticosteroid and antibiotic. The optometrist indicated the consumer discontinued contact lens wear from (B) (6) 2009 - (B) (6) 2009. She also indicated she switched the patient to saline for sensitive eyes solution and daily disposable contact lenses. She reported the patient's symptoms have resolved.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 03/01/2010 and 03/16/2010; via mail on 03/02/2010; via fax on 03/02/2010. Additional information was received from the optometrist on 03/22/2010. (B) (4). (B) (4). (B) (4).